Manufacturer narrative:
Site registered nurse (rn) declined to provide patient information. (B)(4) 2015 a medtronic representative, following-up at the site, was told by an registered nurse (rn) that this issue did occur during a surgery and that navigation was discontinued. The surgeon went to ultrasound to complete the procedure. Both monitors were flickering. The rn would not provide any patient demographic information. The medtronic representative noted that after running the navigation system for two hours, and checking the cables, the reported issue could not be replicated. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a procedure, the staff and surgeon monitors were flickering. Noted was that initially the monitor flickered and came back on, then was working fine. Later flickered and went to a black screen on both monitors. The surgeon opted to continue, however, completed the procedure without the use of the navigation system. There was no impact on patient outcome.